Manufacturer narrative:
Due to lack of essential information (e. G. Article number, lot number,. ) we have inspected the last three quality inspection forms of batches we have shipped to our distributor and no deviation was detected. Furthermore, we have consulted a well established pelvic surgeon to gain professional clinical feedback. The statement refers to the x-rays in low resolution as sent on (B)(6) 2016 and further clinical data is missing. The statement states that the plate broke due non-union of the posterior column. The product was not returned to I. T. S.

Event description:
We have received the information via e-mail from our distributor that a pelvic plate broke. The e-mail contained a pdf file with low resolution x-rays pre-op and post-op. No article number, lot number, post-op instructions, further explanation of the surgery and the incident were provided.